Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. A physician encountered difficulty placing this lead, mentioned the helix required more turns than the maximum recommended per labeling to move and stated it dislodged. An alternate lead was implanted without issue. No adverse patient effects were reported.